Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the patient called and alleged that the battery charger exploded and he couldn't use it on his chair. The dealer states that the patient left a message on the voicemail. This is all the dealer knows at this time.